Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-29. H6: investigation summary : two 20039e7d samples were received for investigation with two opened packages; one from lot 20067220 and another from lot 20115329. Further information provided by the customer confirmed the flow restriction was identified when attempting to access the samples with an unknown pre-filled syringe, and that a kink was observed in the tubing of the product. A visual inspection of the 20039e7d samples did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience; no obvious kinks were observed in the tubing of the returned samples. Functional testing was performed by connecting each sample to a 50ml bd plastipak syringe and a 5ml bd luer slip syringe from bd stock and flushing with fluid; no occlusion or flow restriction was identified during testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lots 20067220 and 20115329 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that 2 smallbore 6 inch ext vlv, 7 day experienced flow issues. The following information was provided by the initial reporter: end user stated that two smartsite lumen were difficult to prime. Device operator was setting up a tray for cannulation and attempted to prime the lumen. She could make a luer-lock attachment to the valve without any issue but it felt as if there was resistance when she tried to flush. This has happened on two separate occasions with the reported batch numbers. Device operator has observed a kink in the lumen.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20115329. Medical device expiration date: 2023-11-12. Device manufacture date: 2020-11-04. Medical device lot #: 20067220. Medical device expiration date: 2023-06-30. Device manufacture date: 2020-06-29. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 smallbore 6 inch ext vlv, 7 day experienced flow issues. The following information was provided by the initial reporter: end user stated that two smartsite lumen were difficult to prime. Device operator was setting up a tray for cannulation and attempted to prime the lumen. She could make a luer-lock attachment to the valve without any issue but it felt as if there was resistance when she tried to flush. This has happened on two separate occasions with the reported batch numbers. Device operator has observed a kink in the lumen.